Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: unable to duplicate the complaint. The last bolus delivery and the last basal delivery were on (B)(6) 2015. Pump was manually suspend on (B)(6) 2015 08:34 and manually resumed/ pump completed 24hr duration testing successfully. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked below near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and stated the health care professional had lost faith in the pump. Reporter alleged that the patient had a blood glucose of 511 mg/dl; felt "drunk" and cranky. During troubleshooting, customer support found no delivery issue with the pump: the basal and bolus histories were as expected. Cs attributed the bg excursion to the fact that the patient had overridden the dosage recommended by bolus calculator feature. This complaint is being reported as the patient experienced hyperglycemia related to the use error of overriding the dosage recommended by bolus calculator feature.